Event description:
It was reported during a therapeutic endoscopic ultrasound-guided hepaticogastrostomy procedure, poor insertion of the guidewire occurred with the subject device. The procedure was completed by replacing with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional product details updated in the record. Additional information fields: d4 lot number, expiration date; h4 manufacturer date.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - sheath buckling narrowed the duct within the sheath, reducing insertability. It is believed that the sheath buckling occurred due to bending loads applied during pre-use inspection or insertion into the endoscope. Olympus will continue to monitor field performance for this device.